Manufacturer narrative:
The distributor performed a checkout of the equipment. The microswitch was replaced.

Event description:
The hospital reported that, during the preoperative checkout, the bag/vent switch was not operating as expected. There was no report of patient involvement.